Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant, the patient experienced possible pericardial effusion and cardiac tamponade due to a possible perforation from the right ventricular (rv) and right atrial (ra) leads. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.